Manufacturer narrative:
Per the customer, qc failed due to indeterminate (ind) flags. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2010, which failed due to multiple areas were out of specification. A field service engineer (fse) was dispatched on (B)(4) 2010 and discovered that the wash buffer supply tubing was disconnected that had spilled into the instrument. The fse reattached the tubing and cleaned the spill. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low creatinine kinase - mb (ck-mb) result below the normal reference range for one patient that was generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory; however, subsequent testing produced a higher lower result within the normal reference range and an amended report was issued. The customer did not receive any report of patient injury requiring medical intervention of change to patient treatment attributed or connected to this event.